Event description:
Hcp reported "lumbar catheter fractured at it's entry point into the subarachnoid space... Their pump was again explored last month...there was found to be another fracture in the catheter, this time at the point between the rubber booty which connects to the baclofen pump and the catheter as it exited from the rubbery booty. The baclofen was also infusing only around the pump and not through the subarachnoid catheter. The fractured tube was once again repaired and co has been able to re-establish adequate baclofen infusion." The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.